Event description:
It was reported by the rep that the device was used during a laparoscopic nissen fundoplication. It was reported the trocar was used during the case. It gave persistent problems of pneumo loss when used for five millimeter instrumentation. At the conclusion of the case, grossly deformed rubber gasket (maybe torn also) was noticed. The case was completed using this trocar. There was no consequence to the patient.